Event description:
Ous MDR- the pt showed recurring atrial monitoring episodes via home monitoring during the (B)(6) 2011, and he is asked to come for an appointment. The iegm showed lead disturbances. However, both the impedance/sensing and the pacing threshold remained within normal limits. This device was explanted and no adverse pt events have been reported.

Manufacturer narrative:
Ous MDR.